Event description:
The distributor reported on behalf of its customer that when using the biopatch the infection rate was up 42% over a 3 month period. Lot number was not provided at this time. The distributor has requested additional information including specific number of pts and complaints from the user facility. To date no further info is rec'd.